Event description:
The cardiologist performing this device, dr (B)(6), noted there increased 'arcing' during, electrocautery. This caused increased sparks and what one staff member described as 'a fire ball.' The pt was not harmed but the team quickly removed the electro cautery unit from service. The generator (bovie) as well as the disposable, were taken to biomedical engineering for further testing. Clt - 40 watts, coag - 40 watts.